Event description:
During a review of the patient¿s programming history, it was found that on (B)(6) 2010, the patient¿s device was interrogated and found to be programmed to settings indicative of a faulted systems diagnostic test. The last systems diagnostic test was performed on (B)(6) 2010 and did not appear to have faulted, however, the device was not interrogated on (B)(6) 2010, to ensure the settings were not affected. On (B)(6) 2010, the patient¿s device was interrogated and found to be programmed off. The settings were corrected on (B)(6) 2010 and there were no reports of any patient adverse events as a result.

Manufacturer narrative:
Analysis of programming and device diagnostic history performed.